Event description:
It was reported that the patient states having difficulties inflating the inflatable penile prosthesis (ipp) device as it is too uncomfortable to squeeze the bulb. The patient underwent a surgical procedure in which the physician explanted the pump and cylinders and the reservoir was drained and retained. Upon explant, it was noted that the device was still working. A new tactra device was implanted. There were no patient complications related to this event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Corrected fields d6a. Implant date, d6b. Explant date and c2/d10 concomitant prod/therapy date investigation summary based on the information available, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient states having difficulties inflating the inflatable penile prosthesis (ipp) device as it is too uncomfortable to squeeze the bulb. The patient underwent a surgical procedure in which the physician explanted the pump and cylinders and the reservoir was drained and retained. Upon explant, it was noted that the device was still working. A new tactra device was implanted. There were no patient complications related to this event.